Event description:
The customer reported a conflicting "hands off" message on the qcpr meter. There was no report of adverse pt impact.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. Due to a software defect, delivering chest compressions during shock advisory analysis or delivery of defibrillation therapy, allowed for the "hands off" icon to incorrectly remain on the qcpr meter screen, the absence of visual CPR feedback on the qcpr meter screen, the absence of voice CPR feedback prompts, and the display of a compression rate of 0 on the mrx display. The customer will be receiving a software upgrade to resolve the issue.